Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported by remote transmission the patient presented to the emergency department with complaints of general weakness. The right ventricular (rv) lead showed random loss of capture on telemetry. The lead remains in use. No patient complications were reported as a result of this event.